Manufacturer narrative:
Neither the operating manual nor the preventive maintenance schedule was available to the user. Date of the last maintenance / service is not known. The device is not under an (B)(6) maintenance contract. Facility states that no problems were reported previously with the device. A request was made for the device's return; further information will be provided upon conclusion of the manufacturer's investigation.

Event description:
The hangerbar detached from the minerva and the patient fell down onto the back of her head (B)(6).